Manufacturer narrative:
It was reported that a patient was transferred from a wheelchair to a toilet. In the middle of a transfer, the patient fell out of a device. No sling detachment was reported. After the event, an arjo representative attended the facility for the device inspection. The lift and sling did not show any malfunction. During the conversation with the customer, the arjo representative recommended to use a medium or small size of the sling instead of a large one which was used during the event. No additional information regarding event circumstances was provided as a person who was presented during the incident was dismissed from work. The instruction for use for maxi move step by step instructs the caregiver how to perform the transfer. The facility did not provide any additional information regarding the reporting scenario. Following limited information gathered, the cause of the patient's fall cannot be determined. To sum up, the arjo floor lift and the sling were used as a system during the patient transfer. The patient slip out of the sling and from that perspective, the system did not meet its performance specification. The complaint was decided to be reportable due to allegation that the patient slipped out of the sling.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer from a wheelchair to the toilet, the patient slip out of the sling. As a consequence of the patient dell out from the device and sustained pain and bruising.